Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed, and the instrument was found to have failed mechanical engagement when placed in the system. The instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have a broken pitch cable. As a result, the instrument failed to engage when installed on the system. The root cause of this failure is attributed to a component failure. Additional observations not reported by the site were found. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. In addition, the instrument was found to have the flush tube guide dislodged. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument engagement failed. The procedure was completed with no reported injury. Evaluation of the device found the instrument had a broken pitch cable at the distal end.